Manufacturer narrative:
Analysis found that only the distal end of the lead was received for analysis measuring 44.2 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Related manufacturer report number: 2017865-2021-10981. It was reported that the patient presented for a lead revision procedure. Prior to procedure, it was noted that the atrial lead exhibited noise, which caused pacing inhibition, and the right ventricular lead exhibited high capture threshold and low sensing. The leads were explanted and replaced. The patient was in stable condition throughout.